Event description:
Patient reported via regulatory agency ¿pain, swelling and tenderness in the right breast¿, ¿pain began to increase and both breasts began to feel extremely full, heavy and painful¿, ¿neck and shoulder pain continuously¿, ¿pain and continuous pressure in both breasts¿, and ¿right appeared visually smaller¿. Additionally, patient reported brain fog¿, ¿energy level decrease¿; these events are not device related. The device was explanted.

Manufacturer narrative:
In response to FDA report number: mw5094659.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.